Event description:
Customer called to report that the access 2 immunoassay system generated erroneously elevated bhcg (beta human chorionic gonadotropin) patient results above the normal range of the assay for one patient sample. Follow-up testing of subsequent patient sample draws produced lower results within the normal range of the assay that were not questioned by customer. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The customer technical specialist (cts) assisted customer in troubleshooting the event and offered customer onsite service to verify instrument hardware.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and was able to verify instrument hardware without having to perform any repairs to instrument hardware. In conclusion, the cause of this event could not be determined based on the supplied information. The fse verified proper instrument performance, and customer has not called back to report any further issues relating to this event. (B)(4).